Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power adapter to be returned for evaluation. The defective power adapter has not been received at medela as of (B)(4) 2014. The product involved in the complaint was not returned for evaluation/investigation; therefore, no conclusion can be made as to the cause of the event. Customer follow up was not successful. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. This issue with a damaged transformer housing for the freestyle device is currently being investigated under (B)(4).

Event description:
The customer reported that the transformer housing broke and the wiring is sticking out of it, which is a safety risk.